Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed high out of range shock impedance measurements had occurred during the past ten months. The lead is programmed single coil rv-can. No noise was revealed. All other measurements were within normal limits. The measurement could not be reproduced after the lead was reprogrammed. An x-ray was recommended to determine whether there was a connection issue. An internal technical service consultant was contacted and recommended performing further lead integrity testing. No adverse patient effects were reported.

Event description:
Additional information was received: during a follow up visit, this device and lead were reinterrogated. The shock impedance measurements were within normal range. All readings were normal. A decision was to leave the device and lead implanted and in service.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. When additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed, with only the three terminal legs received. Electrical testing was performed and confirmed the lead segments were electrically continuous. No further testing could be performed.

Event description:
Boston scientific received additional information. The device and rv lead were explanted and were returned for analysis in june 2018. There were no further allegations against the device and lead for the impedance observations. No additional adverse patient effects were reported.